Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope had low water flow. The issue was found during an unspecified event. The device was returned for evaluation. During the device evaluation, foreign debris in the air/water nozzle was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found contaminated light cover glasses and light transmission, a chipped optical cover glass and a blockage in the outlet pipe and the air/water volume channel. Additionally, the following components were found worn: light cover glasses adhesive, optical cover glass adhesive, distal end cap, and the distal end adhesive. The following components were found stained: the control body casing, control body side cover, the up angle and the electrical safety test were not to specification and the control body left/right angle control. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.